Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she received a motor error alarm on her insulin pump. The blood glucose reading was 101 mg/dl. Customer stated that the motor error alarm occurred during the dual wave bolus. She could not recall any significant events leading to this alarm. She stated that the insulin pump was not exposed to a strong magnetic field or MRI. Customer was assisted in clearing the alarm and advised to disconnect from the insulin pump. She stated that she was able to complete the rewind process. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted. The device had minor scratched lcd window and cracked display window corner.